Manufacturer narrative:
Additional information is provided in d.10., g.1., g.2., h.3., h.6. And h.10. The company service representative examined the system and confirmed the problem reported. The nonconforming multifunction input output (mfio) printed circuit board (pcb) was replaced. The system was then tested and met all product specifications. The mfio pcb was evaluated and a nonconforming power switcher integrated circuit (ic) was found. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A biomedical engineer reported prior to a surgical procedure the system shut itself down and was unable to restart it. An alternative system was used to initiate the surgery.